Manufacturer narrative:
The reported complaint of the thermogard xp ivtm console (sn: (B)(4)) displayed tcmid:01 (pump failed) error message was confirmed based on the event log review and during the functional testing. The root cause for the reported complaint was a defective component on the input/output printed circuit board (I/o pcb). The damage found could be the characteristics of normal wear and tear. The thermogard is a reusable device and was manufactured in january 2014 and is over 6 years old, exceeded its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, it was noted that the coldwell cap was missing, and the prime switch cover was broken. The root cause for the observed physical damages is attributed to user mishandling. The coldwell cap and prime switch cover were replaced to address the issues. The event log review showed multiple occurrences of tcmid: 01 (pump failed) error messages; thus, confirming the reported complaint. The thermogard console failed initial functional testing due to tcmid:01 error message during power on self test (post). Therefore, the customer's reported complaint was confirmed. Investigation findings revealed that the root cause for the occurrence of tcmid:01 error message was due to an internal leakage current from the mosfet transistor, q10, located on the I/o printed circuit board (pcb). The I/o pca (printed circuit assembly) was replaced to remedy the fault. The thermogard console was further tested, and it was noted that the system's battery had a low voltage, unrelated to the reported complaint. This issue could be related to the normal use of the device, and the battery was replaced to address the issue. Following service, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard console with serial number (B)(4).

Event description:
During device setup for ivtm therapy, the thermogard xp ivtm console (sn: (B)(4)) displayed tcmid:01 (pump failed) error message. No patient involvement.